Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that they had an issue with a PICC. Patient with 4 fr single lumen that they placed on (B)(6) 24. Yesterday patient complained of pain in arm during blood infusion. Today arm with bruising. Line removed and hole noted at 18cm. Cath secure was used at 8cm. Patient states line has had issues with blood return off and on. Cathflo would resolve. Patient is unsure when it started to hurt but definitely worse during the blood. Patient was getting home infusions with home health dressing changes. No known injuries shared. Additional information received 07/11/2024: the PICC was out 8cm and the fracture was at 12cm (not 18cm).